Manufacturer narrative:
Ten other patient samples were provided for investigation. The samples arrived thawed at room temperature. The samples were checked with retention creatinine reagent lots 477560 and 499630. There was no significant difference in results between the two creatinine reagent lots.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 24 patient samples tested with crep2 creatinine plus ver.2 on one of two cobas 6000 c (501) module analyzers. The samples were tested during the week of (B)(6) 2020. Samples were either tested on c 501 analyzer serial number (B)(4) or c 501 analyzer serial number (B)(4). It is not known which analyzer was used for testing of each individual sample. The results measured on the c 501 analyzers were reported outside of the laboratory and were not compatible with the clinical picture of each patient. The samples were repeated on an abl radiometer analyzer and these results recovered within the doctor's expectations. Sample results on the c 501 analyzer are always higher than results measured on the abl radiometer. The reporter stated the issue has been observed with samples from patients on dialysis, patients in the cardiac intensive care unit, emergency room patients, and patients with neurological problems. Refer to the attachment for all patient data.

Manufacturer narrative:
The creatinine results obtained by the customer have been duplicated. There was no sign of gammopathic interference. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For sample ID (B)(6), the patient is a 79 year old male who is covid negative. For sample ID (B)(6), the patient is a 67 year old male.